Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed replace battery now. The customer did not receive a low battery alert prior to the replace battery now alarm. This was the second occurrence of replace battery now without a low battery warning. Customer's blood glucose level was 5.3 mmol/l. The device was returned.

Manufacturer narrative:
The insulin pump passed the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test. Seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was received with normal operating currents and no unexpected low battery alarm or replace battery now alarm noted. However, power loss alarm, replace battery alarm and power error 25 confirmed in the long trace. Power loss alarm occurred after the pump error 25 was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board, pump was monitored and functioned properly. The device was received with scratched case and minor scratched lcd window.